Event description:
It was reported that a patient using the purewick drydoc station was placed on a bedpan for a bowel movement. When the bedpan was going to be removed it was found to be stuck to the patient. The removal of the bedpan from the patient resulted in blisters and skin tears which was treated with ointment. It was found that the suction of the purewick was set to 180mmhg.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿¿ empty urine from collection canister regularly to prevent overflow. Failure to empty canister before urine overflow may cause damage to drydoc¿ vacuum station and is not covered under warranty. ¿ it is important that the port connections be connected correctly for proper operation of the drydoc¿ vacuum station. ¿ do not place drydoc¿ vacuum station or its cord across walkways creating a tripping hazard." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a patient using the purewick drydoc station was placed on a bedpan for a bowel movement. When the bedpan was going to be removed it was found to be stuck to the patient. The removal of the bedpan from the patient resulted in blisters and skin tears which was treated with ointment. It was found that the suction of the purewick was set to 180mmhg.